Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for creatinine jaffe gen.2 (crej2) on a cobas pro c 503 analytical unit. The initial result was 3.56 mg/dl. This result was reported outside of the laboratory where the patient was advised to go to the emergency room (ER) for confirmation testing. On (B)(6) 2022 the patient was re-drawn in the ER and the result from the new sample was 0.687 mg/dl. This result was believed to be correct. The original sample was repeated and the result was 0.711 mg/dl. Upon completion of repeat testing, the patient was released. The crej2 reagent lot number was 62777501 with an expiration date of 31-dec-2023.

Manufacturer narrative:
The customer also complained of unstable calibration and qc results for urine tests. The field service engineer (fse) found an issue with the fluidic dispense volumes and the rinse head was not properly aligned to the cuvettes. The fse checked the main pump and gear pump pressures, adjusted the fluidic dispense of the rinse mechanism, and cleaned the sample and reagent probes. Cell blank and precision results were acceptable. The customer ran calibration and qc with acceptable results. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable for serum tests prior to the event. The sample was spun down for 5 minutes at 4500 rotations per minute (rpm). This spin time may be shorter than recommended and the spin speed may be faster than recommended. The service actions resolved the issue.